Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of the damaged insulation on the conductor wire to be related to the customer reported complaint. The force bipolar instrument was found to have insulation damage on the conductor wire. The internal wires were exposed as a result. The damage was located at the distal end on the bipolar yaw pulley. There was no material missing. No evidence of thermal damage was identified. An electrical continuity test was performed and passed. The root cause was attributed to a component failure. Additional finding related to costumer reported complaint was also identified: the force bipolar instrument was found to have a segment of the conductor wire sticking out from the wrist. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged at this location. The root cause was determined to be a component failure. A review of the instrument logs for the force bipolar instrument (part number 471405-06 / lot number n10210802-0071) associated with this event has been performed. Per the review, force bipolar instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The force bipolar instrument had 6 uses remaining after the last procedural usage. Isi has received the images of the broken force bipolar instrument. The review of the provided image is conducted by isi failure analysis engineer (fae) and found the following additional information: this looks like a dislodged conductor wire. This complaint is reportable malfunction event due to the following conclusion: the force bipolar instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument wrist was not straight. The customer attempted to remove the force bipolar instrument and discovered that the wire was broken. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information: the force bipolar instrument was reportedly inspected prior to use, and no issue was noted. The instrument wrist was not straight. Therefore, there was a collision occurred while removing the instrument from the trocar. As a result, the customer had to remove the instrument together with the trocar as one piece. The customer was able to straighten the instrument wrist by hand and remove the instrument without increasing the port size. There was no arcing during procedure. There was no patient injury.